Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-03361 / 03362). Product location unknown.

Event description:
It was reported the patient's left knee was revised approximately six months post-implantation due to unknown reasons. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - femur - catalogue 183128 lot 232800, tibial tray - catalogue 141514 lot 831430, patella - catalogue 184784 lot 306960.